Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had separated. The following information was provided by the initial reporter: bd alaris pump infusion set (ref (B)(4)) containing chemotherapy came apart when user attempted to dislodge air bubbles from line (soft section that is placed into the alaris pump.

Manufacturer narrative:
Med watch report number mw5182605 added to related report number grid.

Event description:
No additional information was provided.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.